Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter stopped functioning as intended and blood glucose readings were not being received on the pump. Reportedly, the transmitter had been in use for approximately 3 months. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.